Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a semi-open pneumonectomy, the cartridge pan came off and it was left on the jaw of a powered device when the cartridge was removed from the device after the third firing on the pulmonary vein. The operation was finished without additional treatment since the firing was completed without problem and the deployed staples were formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).